Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Adhesions are a known risk of surgery and are listed as a possible complication under the adverse reactions section of the instructions-for-use. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2012) is considered to be a best estimate. This supplemental emdr represents the 3dmax light (device #1). Additional supplemental emdr was submitted to represent the 3dmax light (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged the following: (B)(6) 2014 - the patient underwent bilateral hernia repair and two (2) medium bard/davol 3dmax light (devices 1 and 2) were implanted in the patient during this repair. (B)(6) 2018 - the patient underwent explant of the bard/davol 3dmax light (device 1) from his left groin. During the surgery, ¿a portion of this mesh that was intraperitoneal and rolled into a ball or meshoma with very dense adhesions of the sigmoid colon directly to the mesh¿, ¿only significant abnormality was the rolled up mesh¿, & ¿serosal injury noted on the wall of the sigmoid colon that was unavoidable because of the severe density of adhesions to the mesh¿. As alleged, the bard/davol 3dmax light implanted in the patient failed to reasonably perform as intended. The bard/davol 3dmax light caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the bard/davol 3dmax light was initially implanted to treat. As reported, the patient continues to suffer severe and chronic pain which limits his mobility and activities of daily life. Attorney alleges that the3d max light (devices 1 and 2) implanted in the patient are defective and that the patient sustained emotional distress and severe physical injuries including severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of two 3dmax light meshes (device #1 & #2). Per operative notes, ¿there was a small left and a large right hernia. The 3dmax light meshes (device #1 & #2) were placed in the pneumoperitoneal space, which was vented and holding the meshes in their unfurled position using sutures.¿ (B)(6) 2018 - patient was diagnosed with lower abdominal pain and incisional hernia thereby underwent open repair with partial removal of 3dmax light mesh (device #1). Per operative notes, ¿the previous right inguinal hernia repair noted to be intact with mesh underlying the peritoneum in good position. In the left low quadrant, there were adhesions of the sigmoid colon to the left lower quadrant abdominal wall. However, there was a portion of the mesh that was rolled into a meshoma with very dense adhesions of the sigmoid colon directly to the mesh at this location. The intraperitoneal portion of the 3dmax light mesh (device #1) was excised and adhesiolysis was performed.¿

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Adhesions are a known risk of surgery and are listed as a possible complication under the adverse reactions section of the instructions-for-use. This emdr represents the 3d max light (device 1). An additional emdr will be submitted for the 3d max light (device 2). Should additional information become available, a supplemental emdr will be filed. Note: not returned.

Event description:
The patient's attorney has alleged the following: (B)(6) 2014 - the patient underwent bilateral hernia repair and two (2) medium bard/davol 3d max light (devices 1 and 2) were implanted in the patient during this repair. On (B)(6) 2018 - the patient underwent explant of the bard/davol 3d max light (device 1) from his left groin. During the surgery, ¿a portion of this mesh that was intraperitoneal and rolled into a ball or meshoma with very dense adhesions of the sigmoid colon directly to the mesh¿, ¿only significant abnormality was the rolled up mesh¿, & ¿serosal injury noted on the wall of the sigmoid colon that was unavoidable because of the severe density of adhesions to the mesh¿. As alleged, the bard/davol 3d max light implanted in the patient failed to reasonably perform as intended. The bard/davol 3d max light caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the bard/davol 3d max light was initially implanted to treat. As reported, the patient continues to suffer severe and chronic pain which limits his mobility and activities of daily life. Attorney alleges that the 3d max light (devices 1 and 2) implanted in the patient are defective and that the patient sustained emotional distress and severe physical injuries including severe and permanent pain, suffering, anxiety, depression, disability, and impairment.